Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs found the product was wet. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after dialysis started with a polyflux 17l set, an external leak was observed from the outside of the dialyzer, specified as "dialysate water flows from the artery entrance site". The dialyzer was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.